Event description:
Additional information received from electronic database provider confirmed that the event was nausea rather than nausea and vomiting.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation because the device remains implanted; therefore an analysis of the complaint device could not be completed. A review of the manufacturing documentation confirmed that the lot met the specification requirements. Taking into consideration the evaluation conducted and the details of the complaint, this investigation was assigned the most probable root cause of "caused by other". The complaint investigation indicates another device/drug/procedure/illness/co-morbidity caused the complaint event. The patient is currently receiving chemotherapy for relapsed multiple myeloma and this may have contributed to the adverse events.

Event description:
(B)(4): the nexsite device was successfully placed on (B)(6) 2016. On (B)(6) 2016, she experienced nausea and vomiting with hypotension that was unlikely related to the study device. The patient was hospitalised and treatment for the event included augmentin, vancomycin and zosyn. Central bloods were taken on (B)(6) 2016 and were negative. The event resolved on (B)(6) 2016. On (B)(6) 2016, the patient experienced "nosebleed and coughing blood". The event was unlikely related to the study device. The patient was hospitalised but no treatment was given. The event had resolved on (B)(6) 2016. It was reported that the patient is currently receiving chemotherapy for relapsed multiple myeloma and this may have contributed to the adverse events.

Event description:
Conclusion of the cec (clinical events committee) following adjudication of the adverse event: "other" fever of unknown etiology, unclear if associated with device; however, blood cultures were negative before administration of antibiotics. No device relationship.